Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Abstract entitled "up to 10 years follow-up of 870 thr with ceramic-on-ceramic bearing a retrospective single centre study" written maier m., friesenbrichler j., leithner a., bratschitsch g., holzer l., and maurer-ertl w. Published by hip international published online/accepted by publisher september 2018 was reviewed. The abstract¿s purpose was a retrospective study to conduct a clinical evaluation of ceramic on ceramic bearings. 870 ceramic on ceramic bearing in 798 patients (378 men and 420 women). In 83% (721) a 36mm femoral head was used, 11% (94) a 32mm femoral head was used, and 6% (64) a 28mm femoral head was used. 48 patients were reported to have died during the observation period, but the causes of death were not provided. No indication of product involvement. Findings: radiograph assessments indicated signs of stress shielding (7 cases), osteolysis, heterotopic ossification (46 patients), and bone resorption ¿ clinically irrelevant radiographic lines (120 lines). No mentioned of confirmed loosening at revision. Revision due to impingement and subluxation (2 cases). Revision due to luxation (1 case). Revision due to early infection (1 case). Revision due inlay fracture (3 cases). Depuy products: corail stem. Pinnacle cup. Ceramic liner. Ceramic femoral head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.